Manufacturer narrative:
One cardiomems patient electronic system and power cord were received for evaluation. Visual inspection of returned material revealed no discrepancies or discernible damage. Unit powered on successfully with no sparking at the wall outlet. The reported event was not confirmed. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported sparking from the power cord of the patient electronics unit. The device was replaced and there were no adverse consequences reported by the patient.